Event description:
It was reported that a solution administration set had a disconnection at a ¿bond.¿ this was noted during priming. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it was noted that the tubing was separated from the synthetic "y connector." The reported condition was verified. The cause of the condition was determined to be manufacturing issue. A CAPA has been opened to address this issue. To correct the condition, the production process will be updated and training will be provided to appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.